Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 3002806535 - 2018 - 00577, 3002806535 - 2018 - 00579. Concomitant medical products: 159555 oxf anat brg lt lg size 4 PMA lot 2594533, 154602 oxford uni femoral lg lot 2979155. Report source- foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no furth ER action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study 444-it was reported the patient reported moderate pain, moderate difficulty with usual activities, some problems walking about, limping when walking, and only able to walk 5 to 15 minutes prior to severe pain during six month and annual post op follow up visits. Attempts have been made and no further information is available at this time. Attempts have been made and no further information has been made available at this time.